Event description:
The customer states that one neonate generated the following architect c8000 total bilirubin assay results: at 17:30 hrs= 364 umol/l (capillary draw): at 20:50 hrs= 467 umol/l (retested at 426 umol/l; venous draw); 21:52 hrs= 369 umol/l (capillary draw); 02:15 hrs= 301 umol/l (capillary draw); and at 06:06 = 297 umol/l (capillary draw). There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.